Manufacturer narrative:
The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Control recovery was within assay limits. Svc was not dispatched for this event. The call center personnel suggested to the customer to perform reproducibility and verify discrepant rerun tests. Root cause is likely to be inadequate sample mixing prior to analysis on the instrument. There was a three and a half hour difference between the initial run and the specimen rerun. The pt's results are indicative of an improper sample mixing pattern. Product labeling states: when wbc and platelet results are too high or low and hemoglobin and rbc are opposite, too low or high, the probable cause is the sample was not mixed adequately before aspiration. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low white blood cell (wbc) and platelet counts, with high red blood cell (rbc) count and hemoglobin were obtained for one pt sample when using the coulter act diff 2 analyzer. The erroneous test results occurred on a rerun of the pt sample. The test results did not have instrument generated flags. Erroneous test results were reported out of the lab. The physician questioned the results. No reports of death or serious injury, and no affect to pt treatment as a result of this event.